Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that may contribute to a knot advancement issue include, but not limited to, rail suture tensioned without distal advancement with the knot pusher or non-rail suture is tensioned/advanced. Factors that may contribute to a backwall stitch include, but not limited to, manufacturing, vessel pinched by suture, lateral puncture or the device used in a femoral vessel < 5mm. Factors that may contribute to suture separation include, but are not limited to, an interaction with patient anatomy or suture/link pulled until it breaks. The patient effect of occlusion is listed in the electronic perclose proglide instructions for use, as a potential adverse event of use of the device. The patient effect and treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional proglide device referenced in b5 is filed under separate medwatch report number.

Event description:
It was reported that an arteriotomy closure of the calcified right common femoral artery (rcfa) was attempted with two proglide devices after an angioplasty interventional procedure using a 6f sheath. Reportedly, the knot of the first device was unable to be advanced and the suture broke while attempting to advance the knot. The knot of the second device was difficult to advance, but was successful placed. However, the second suture also broke shortly afterward. An angiogram was performed and it was discovered that the artery was cinched and there was no flow. This was due to a backwall stitch caused by the first suture. Manual compression was used to achieve hemostasis. A second access site was made in the left common femoral artery and two balloons were used to restore flow in the rcfa. There was a reported clinically significant delay in the procedure. No additional information was provided.